Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported. A synergy ous mr 2.25 x 16 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found damage to the proximal end of the stent with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 01:13 pm CT. The report number is being corrected from: 2134265-2018-64662 to: 2134265-2018-62993.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.